Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient experienced a corneal burn. The occlusion tone was not heard by the staff. The surgeon has noted that the patient's cataract was dense and white. Additional interventions for the patients have not been reported. Additional information has been requested and received indicating that the ophthalmic system did not sound the occlusion alarm or display the occlusion message.

Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. . Manufacturer will monitor for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).